Manufacturer narrative:
Investigation summary: received one (1) used list# mc33150, 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer. As received, the adapter w/spiros was observed to be disconnected from the tubing. The adapter w/spiros and tubing were observed under a uv light and found to have insufficient solvent. The reported complaint of disconnection could be confirmed. The returned sample was found to have the adapter w/spiros disconnected from the tubing. The probable cause of the disconnection is from insufficient solvent coverage during assembly in ensenada. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap experienced separation. The reporter stated "after chemo infusing, the tube disconnected". There was patient involvement, no patient harm and no delay in critical therapy.

Manufacturer narrative:
The additional information or correction of the device evaluation: received one (1) used list# ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap. As received, the adapter w/spiros was observed to be disconnected from the tubing. The adapter w/spiros and tubing were observed under a uv light and found to have insufficient solvent. The reported complaint of disconnection could be confirmed. The returned sample was found to have the adapter w/spiros disconnected from the tubing. The probable cause of the disconnection is from insufficient solvent coverage during assembly in ensenada.